Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had no withdrawals on (B)(6) 2021 and the issue resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2015, explanted:(B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 17-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2021 regarding a patient receiving fentanyl (2000mcg/ml at 1454.20118mcg/day), bupivacaine (6.9mg at 5.01699mg/day), and morphine (13.8mg at 10.03399mg/day) via an implanted infusion pump. It was reported that the patient presented to the emergency room (ER) on (B)(6) 2021 with a positional headache after having the pump and catheter removed. The event was ongoing and no action was taken. The etiology indicated that the event was related to the device/therapy and was not related to the implant procedure. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient had a blood patch due to headache, which improved. The patient reported being in the hospital for withdrawal symptoms and pain. On (B)(6) 2021 the patient reported withdrawals including headache, nausea, and dizziness. On (B)(6) 2021 the patient reported no report of withdrawals. The event required in-patient and prolongation of existing hospitalization. No further complications were reported/anticipated.